Event description:
It was reported that the patient was sent to the emergency room due to pain and increased seizures where x-rays were taken and the physician was concerned that the lead was 'coiled up like a water hose' in the patient's neck and wasn't sure if the lead was still attached to the generator. Anteroposterior x-ray of the neck was received. Generator placement, pin insertion, and feedthrough wires were unable to be assessed due to only receiving neck x-rays. The entire portion of the lead could not be visualized as chest scans were not provided. A strain relief loop and bend are present, both placed per labeling. Three tie-downs are visualized and placed per labeling. The visible portions of the lead were assessed for fracture and discontinuities; however, none were noted. Based on the x-rays received, the cause of pain and increased seizures could not be determined. Lead migration could not be confirmed as the coiling in the neck was not seen, only per labeling strain relief bend and loop were noted; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.) B adverse event or product problem, corrected data: initial report inadvertently did not include adverse event as type of event, omitted 'other serious' as an outcome, and omitted information regarding event description. D suspect medical device, corrected data: initial report inadvertently listed generator as suspect product instead of the lead. F10 adverse event problem, corrected data: initial report inadvertently omitted additional health effect clinical codes and used code g07001 rather than g02025 as the component code. H4 device manufacture date, corrected data: initial report inadvertently listed the incorrect date. H6 investigation conclusions, corrected data: initial report inadvertently used code d14 rather than d15.

Event description:
Additional information was received from the physician that the cause of lead migration was unknown and the cause of the neck mass was lead migration. Intervention was taken for both the migration and mass, but it was not noted what was done or planned. Further assessment regarding the cause of the pain and increased seizures was not provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.